Event description:
It was reported that during a review of the recorded episodes on this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) noticed a sudden increase of pacing impedance measuring above 3000 ohms for the right atrial (ra) lead. It was also noted that the recoded signal artifact monitoring (sam) events exhibited respiratory rate trend signals as well as non physiological noise on the ra lead channel. Furthermore, ra lead loss of capture (loc) was observed on the recordings. Additional information was received indicating that this lead was subsequently explanted and replaced. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that lead was returned intact, not severed. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 213 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations were likely caused by the confirmed fracture.

Event description:
It was reported that during a review of the recorded episodes on this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) noticed a sudden increase of pacing impedance measuring above 3000 ohms for the right atrial (ra) lead. It was also noted that the recoded signal artifact monitoring (sam) events exhibited respiratory rate trend signals as well as non physiological noise on the ra lead channel. Furthermore, ra lead loss of capture (loc) was observed on the recordings. Additional information was received indicating that this lead was subsequently explanted and replaced. No additional adverse patient effects were reported. This lead has been returned.

Event description:
It was reported that during a review of the recorded episodes on this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) noticed a sudden increase of pacing impedance measuring above 3000 ohms for the right atrial (ra) lead. It was also noted that the recoded signal artifact monitoring (sam) events exhibited respiratory rate trend signals as well as non physiological noise on the ra lead channel. Furthermore, ra lead loss of capture (loc) was observed on the recordings. No adverse patient effects were reported. This system remains in service.